Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fse could not duplicate the problems. A field service engineer (fse) reseated row board cable and bus cable as a precaution and performed functional test and ran diagnostic. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility: (B)(6) medical center.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple stations had displayed an error message stating 'read, write or invalid cubie memory. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event